Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve couldn't get programmed anymore.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected; needle holes over the needle guard were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested at 70mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 1st august 2000. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that the valve could no longer be programmed. The valve was explanted and replaced.